Event description:
Tampon stuck in body/(extreme discomfort) [foreign body in reproductive tract]. (Tampon stuck in body)/extreme discomfort [vulvovaginal discomfort]. (Tampon stuck in body)/extreme discomfort - tampon [medical device site discomfort]. Case description: reporter stated that the tampon became stuck in his wife's vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck in body/(extreme discomfort) [foreign body in reproductive tract]. (Tampon stuck in body)/extreme discomfort [vulvovaginal discomfort]. (Tampon stuck in body)/extreme discomfort - tampon [medical device site discomfort]. Case description: reporter stated that the tampon became stuck in his wife's vagina. No serious injury was reported.